Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: a review of the black box and alarm history revealed no activity outside of normal use. The last basal delivery was on 10/09/2014 at 4:17 am. The returned battery cap and cartridge cap were used to complete the investigation. The product performed within specification and there were no errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the power pcb or to the cgm circuit. The reported ¿cs alarm issue¿ was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.